Event description:
It was reported that during a foot procedure, the smartpump was not holding pressure, which allowed blood to enter the surgical site. It was reported that the procedure was completed successfully utilizing the same device and that there was no significant blood loss to the patient. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a foot procedure the smartpump was not holding pressure, which allowed blood to enter the surgical site. It was reported that the procedure was completed successfully utilizing the same device and that there was no significant blood loss to the patient. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported loss of pressure was not able to be duplicated by a manufacturer repair technician through functional evaluation. A potential cause for the reported event is the tubing or cuff malfunctioning, however this was not able to be confirmed. The device was serviced for preventive maintenance and returned to the user facility.